Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula did not enter the skin as it was stuck between the adhesive and skin which resulted in hyperglycemia and was treated with bolus via pump on (B)(6) 2026.